Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
While in the hospital for an unrelated issue, it was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Low bg cause was not known. Customer required assistance from nurse (rn) who provided consumed carbohydrates to address bg. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.